Event description:
During an gastric biopsy procedure, the physician used a cook endoscopy captura serrated forceps with spike. The biopsies were successful. Post biopsy the physician noted excess oozing of blood at the biopsy site. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. Sealed products from the same lot number were pulled from our (B)(4) shelf stock for eval. The products were received on (B)(4) 2010 and were sent to our approved supplier for eval the next day. A follow-up MDR with our eval will be submitted on or before (B)(4) 2011. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura biopsy forceps with spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the appropriate personnel have been made aware of this report in an effort to heighten awareness. No further action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.